Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis. The customer didn't know what his blood glucose reading was at the time of admission. The customer experienced vomiting and dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Although the insulin pump passed the testing, the customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.